Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of left side essure device location of device: lost, migration of essure device location of device: lost,") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included stroke and multiparous. Previously administered products included for an unreported indication: blood thinner. Concomitant products included acetylsalicylic acid (aspirin), bupropion, loratadine, montelukast and ranitidine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, uti"), vulvovaginal pain ("pain/right vaginal area"), abdominal pain lower ("pain") and procedural pain ("pain since essure implant"). The patient was treated with surgery (schedule removal procedure.). Essure treatment was not changed. At the time of the report, the device dislocation, cystitis, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal pain, abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal pain lower, cystitis, device dislocation, menorrhagia, procedural pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs+mr received: events did not undergo an essure confirmation test, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, uti, malposition of essure device location of device: lost, migration of essure device location of device: lost, pain were added. Medical history, concomitant drugs, suspect drug start date, indication were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.